Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient was having a lot of problems with the stimulator and needed it to be adjusted. Pt called to ask who to contact. It was sending shocks down the leg. Patient noticed it about 2 days ago. Patient turned stim off and it went away. The patient was redirected to their healthcare provider to contact a manufacturer representative (rep) if needed. Provided the national answering service (nas) number.